Event description:
It was reported that arteriotomy closure of the heavily calcified right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, suture breaks occurred with two proglide devices. The sutures of two additional proglide devices were successfully preplaced using the preclose technique. The sheath was upsized to 14f and the evar procedure was completed. The successfully preplaced sutures of the third and fourth proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and trained in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a heavily calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device is being filed under a separate medwatch MFR number.